Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to noise. When the right ventricular (rv) lead was in inserted into the device header, noise was present and was believed to be related to air in the header. The rv lead was removed and reinserted into the header, without further noise observed. Shortly after the rv lead noise was resolved, noise oversensing was observed on the right atrial (ra) lead. Provocation maneuvers were performed, and the leads and can were inspected. Blood was present in the header and was cleared out. The leads were tested in the device, and while all measurements were in range, noise was still present on the ra lead. Fluoroscopy was then performed and leads removed from the header and tested on the psa, with all measurements were again within range. The physician subsequently chose to replace the ICD. Ra lead noise was still present on the new device, and further follow-up is expected post implant. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to noise. When the right ventricular (rv) lead was in inserted into the device header, noise was present and was believed to be related to air in the header. The rv lead was removed and reinserted into the header, without further noise observed. Shortly after the rv lead noise was resolved, noise oversensing was observed on the right atrial (ra) lead. Provocation maneuvers were performed, and the leads and can were inspected. Blood was present in the header and was cleared out. The leads were tested in the device, and while all measurements were in range, noise was still present on the ra lead. Fluoroscopy was then performed and leads removed from the header and tested on the psa, with all measurements were again within range. The physician subsequently chose to replace the ICD. Ra lead noise was still present on the new device, and further follow-up is expected post implant. No adverse patient effects were reported.